Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was cracked near the battery cap; a substantial chunk of the insulin pump was missing. The patient's blood glucose at the time of incident was 408 mg/dl. The customer treated with a bolus and declined further troubleshooting for the high blood glucose. During troubleshooting for the physical damage the customer was unable to identify how the damage occurred. The customer was advised to discontinue usage of the insulin pump and revert to their medically prescribed backup plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump received with minor scratched lcd window, broken battery tube threads, cracked belt clip slot, and cracked reservoir tube lip. Unit received with all operating currents within spec and passed functional testing including the rewind, unexpected restart alarm error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.